Manufacturer narrative:
Continued h6: f2201, f2303. A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: bilateral ¿rupture¿.

Event description:
Patient reported left side "rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on radius side assessed as surgical impact opening. Additional observations: observed wear abrasion on the device. Observed creases on the device. Red particles observed in the gel. No further actions are required as the device was implanted.

Event description:
Patient reported left side "rupture." Device has been explanted.